Manufacturer narrative:
Stryker replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. Stryker further evaluated the replaced system pcb assembly and the cause of the reported issue was determined to be due to an inoperative single board computer (sbc), which would prevent the device from completing its initial boot-up cycle.

Event description:
The customer contacted physio-control to report that their device would not respond to any button presses. The batteries had to be removed to power the device off. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The device would not complete its boot-up cycle. The device would lock-up and the buttons were unresponsive. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not respond to any button presses. The batteries had to be removed to power the device off. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.